Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that insulin pump had no delivery alarm and customer experienced high blood glucose level. The customer¿s blood glucose level was over 500 mg/dl. The customer was treated with insulin pump. The insulin pump will be returned for analysis.